Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date and PMA/510k number cannot be determined. (B)(4).

Event description:
It was reported that during a device check, the right atrial (ra) lead had high threshold and high impedance. The lead remains in use. No patient complications have been reported as a result of this event.